Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre operatory check, this patient's atrial channel was found to be undersensed. This pacemaker was explanted, as scheduled prior to the observation, due to normal battery depletion. The implanted right ventricular (rv) lead was electively extracted during the procedure. The cause of undersensing was not determined. No additional adverse patient effects were reported.